Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
During an atrial fibrillation (af) and typical atrial flutter (afl) procedure, a pericardial effusion occurred which was treated with medication. At the beginning of the procedure, the patient was in typical atrial flutter. The physician decided to first ablate the cti with the tactiflex ablation catheter. Transseptal was performed with a brk xs transseptal needle and a swartz sl0 sheath to continue the af ablation in the left atrium. When contrast was injected, it went directly in the pericardium and then faded. Then the physician went for another access and succeeded. To check if everything was still okay, a transthoracic echo was done to check for a pericardial effusion, and there was none. With the sheath in place through the transseptal access, the agilis sheath was positioned in the coronary sinus to locate the vein of marshall. Contrast was injected through the agilis in the coronary sinus which immediately spread through the entire pericardium. For safety, the procedure was stopped and a transthoracic echo was done which was negative. The physician is unsure what could have caused this. After the patient left the room, a third transthoracic echo was performed which revealed a 4-5 pericardial effusion which was treated with medications. The patient is currently stable. There were no performance issues with any abbott device.